Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue during testing. Physio did observed that all four (4) of the device's battery pins were loose. Loose battery pins can cause a device to lose power with moderate vibration. Physio then tightened all four (4) battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was loose battery pins.

Event description:
The customer contacted physio-control to report that their device will intermittently power off by itself. There was no patient use associated with the reported event.